Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold and intermittent capture on the left ventricular (lv) lead. An x-ray noted the lead had pulled back and dislodged. During the replacement procedure, it was noted that the patient was occluded on the left side and the new lv lead had to be tunneled from the right side. The right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.